Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm and damaged battery cap. Customer also reported insert new battery alarm. Customer receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was loose cracked or damaged. No harm requiring medical intervention was reported. Device will not be return for further analysis.